Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Surgical intervention was performed and the ra lead was repositioned successfully. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.